Manufacturer narrative:
Further investigation: "the review of the documentation associated to the manufacturing process indicates that all devices were released in accordance with allergan procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. According to the device analysis performed in the laboratory, it was observed split in patch area, it is out of specification, which is not related to the reported complaint. A review of the current risk documents was performed, and the event of split in patch area is a known event, for which manufacturing process controls and inspections are established to reduce the incidence of this defect. Considering that there is not an adverse trend for this event, no additional actions are deemed required at this time. The issue with split in patch will continue to be monitored and a corrective action will take in the future if deemed appropriate."

Event description:
Healthcare professional reported left side capsular contracture baker grade iii and unilateral exchange. Device explanted.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii and unilateral exchange. Device explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight the device within specification, deformation and crease fold. Cloudy and voids in the gel observed after autoclave cycle. Observed split in patch area ¿ss¿, it is out of specification per qa199.04, was identified which is characterized as a workmanship. Base on the device analysis the final assessment is: observed split in patch area, was identified which is characterized as a workmanship.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii and unilateral exchange. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.